Manufacturer narrative:
Findings: cracked battery tube threads noted. Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage noted. Cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's guardian monitor was broken around the battery hatch. The customer received a replacement guardian.